Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was missing label information. The following information was provided by the initial reporter: material no:20119 batch no: 6061838. It was reported was unable to locate the expiration date. Widow called and explained she has syringes her late husband never got a chance to use and wanted to know where the expiration date is on the box. Wife is going to donate the unopened box to a veterinarian.

Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was missing label information. The following information was provided by the initial reporter: material no:20119, batch no: 6061838. It was reported was unable to locate the expiration date. Widow called and explained she has syringes her late husband never got a chance to use and wanted to know where the expiration date is on the box. Wife is going to donate the unopened box to a veterinarian.